Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient's daughter was reporting hearing an alarm from the pump. When the pump was read there were no alerts, but the home screen showed an active alarm. The healthcare provider (hcp) stated that the pump was refilled on monday and at that time there was a low reservoir alarm, and the patient had also had magnetic resonance imaging (MRI) some time before that, so they saw the motor stall recovery alert as well. Reviewed that with the new software, if there is another alarm such as the low reservoir alarm at the same time as the motor stall recovery alert, it may need to be manually silenced. Reviewed how to silence alarm. It was confirmed that the patient's low reservoir alarm was alarming going into the refill today. The healthcare provider (hcp) mentioned that the patient has heard low reservoir alarm before and stated, 'the alarm could've started on monday, or could've been before, but it's hard because he did not hear anymore.' The patient stated that they themselves heard the low reservoir alarm on monday but were unsure if it started earlier than monday or not. The hcp also mentioned patient had an MRI on 'I believe it was (B)(6)' and 'he did go to the ambulatory infusion center, they scannedit, and they said everything was good.' While on call, caller inquired if pump longevity is the issue, and after agent reviewed, the hcp stated that 'the place (hcp's office) told me this is the longest they've ever seen someone have a pump.' The agent did not inquire further to focus on reason for call. The agent reviewed and redirected to resources for hcps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.